Event description:
The spouse found pt on the bathroom floor. Spouse used the device to check pt's glucose and the result was 77 mg/dl. Spouse called the paramedics and they gave pt 1 1/2 tubes of glucose and took pt to the hospital. Pt's glucose was 29 mg/dl and then pt was given an IV. Spouse said controls were in range on the system. The device was replaced and requested to be returned for evaluation.